Event description:
It was reported that during an unknown procedure the jaw blades for the closure of the clip seem not to be parallel, so the clips close badly, in a "x" form. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances were identified. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.